Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported info.

Event description:
An a2079 mayfield infinity xr2 base unit knob cracked during a procedure. Additional info has been requested.